Event description:
It was reported that pump experienced malfunction alarm with code 16 and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty, provided instructions for storage mode and return of problematic pump within 10 days, confirmed shipping details, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.